Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture was "trapped" on the device. A second proglide device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, additional information was not provided.

Event description:
Reporter alleged the customer obtained the results of 369 mg/dl and 136 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.